Event description:
Gentamicin result=4.7 ug/ml was reported for pt. A nurse questioned the result and said it could not be accurate. Sample re-ran, result=1.8 ug/ml. There were no result flags. Two more corrected results: dilantin result=11.2 mg/ml was reported. Verified and corrected to 2.2 mg/ml. Digoxin result=4.7 mg/ml was reported. Verified and corrected. Reported 1.66 mg/ml. No reports of any serious injury.